Manufacturer narrative:
Additional mdrs associated with this event:3025141-2017-00002 follow up 1: head,3025141-2017-00004 follow up 1: stem.

Event description:
Arh slide-loc implants explanted.

Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2017-00002 head; 3025141-2017-00004 stem.

Event description:
After implanting arh slide-loc radial head implants, the head/neck assembly partially disassociated from the stem. Explant surgery date is unknown.